Event description:
Account reported that the controls were not working.

Manufacturer narrative:
Technician found that although all controls were working there were signs of fluid penetration inside the left hand intermediate side rail and that there was contamination where the left hand user control module cable connects. Technician cleaned inside the rail and the connectors on the user control module. Technician replaced the left hand user control module cable due to exposure on the connector and replaced the gasket on the cover to correct the issue.